Event description:
It was reported the patient's recharge burden had increased; she was still able to charge. A replacement charger was sent to the patient. Attempts to determine if the issue still exists have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.